Manufacturer narrative:
Failure event observed during analysis. The complaint was verified the unit would not power on. Final analysis found burn marks on the main printed circuit board.

Event description:
It was reported that the patient called after a storm there was no power to the transmitter, they tried different outlets with the same results. The unit would be replaced.